Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air was introduced inside the lines during use of seven (7) vented micro-volume inlets. Air bubbles were observed going up into the ingredient bottle and going down in the tubing, which prevented solution running into the line. This was observed during priming on a pump. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: b5, f10/h6: medical device problem codes (add code), f10/h6: component codes (add code), h4, h6, h11. B5: upon additional information, a crack was identified in the back wall between the air passage and fluid pathway (vented spike). H4: the lot was manufactured april 2024. H11: the actual device was not available; however, a video of the sample was provided for evaluation. Visual inspection of the video showed an inlet spiked into the bottle container. Bubbles can be seen going into the bottle, some fluid of the ingredient container is seen going into the tubing, and air is seen in the tubing. It appears the tip of the spike has penetrated the gray material only and not the complete shaft of the spike. If the spike is not fully spiked into the bottle, issues of bubbles or improper fluid flow may occur. The reported air was verified. The cause of the air could not be determined; however, most likely user-related to improper spiking. A batch review was conducted and there were no deviations found related to this reported during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.